Manufacturer narrative:
H3: analysis of the lead (lot#: va33l5l) revealed that the returned device passed all testing in the laboratory and no anomalies were identified. Continuation of d10: product ID 978b128 lot# va33l5l product type lead product ID 97800 lot# serial# (B)(6) product type implantable neurostimulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va33l5l); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that during a procedure they encountered high impedances, but they didn't remember the exact values. The source of the issue seemed to be from electrode 2, which displayed >4000ohms. There were no other stimulation issues that occurred and troubleshooting was performed. They attempted to recheck impedance multiple times. They used a different communicator to see if that was the issue and they also used a different battery. They tested the lead to make sure they were still getting motor response. After extensive troubleshooting and making sure that all other components were working properly they removed the lead and replaced it with a new one. After placing the lead and battery, another impedance check was performed and successful. No damage was observed on the lead. The issue was resolved.